Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using an unknown delivery system. During procedure, a pre-dilatation was performed with a 24mm non-abbott balloon. The valve could not pass peripheral vessels due to concentric calcification at level of iliac bifurcation and the case got aborted. The patient received a permanent pacemaker after case finished. The patient was reported stable.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.